Event description:
It was reported that the customer had a battery cap problem of the insulin pump . The customer's blood glucose level was 320 mg/dl. The insulin pump was returned, replaced and analyzed. The battery cap damaged was due to stripped coin slot. No further information was reported.